Manufacturer narrative:
(B)(4). Batch # unknown. Photographic evaluation: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device from top view with the triggers in the open position, a green reload loaded and the pushrod is noted on the 3rd detent. Based on the photo the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was discarded our evaluation is limited. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device cs40g lot number v95k6p and no non-conformances were identified. Manufacturing date: 08/12/2021 expiration date: 07/31/2026. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details for " failed to staple"? Did the device cut? If the device cut/fired, was the cut line complete? Did the device staple? If the device stapled/fired, was the staple line complete? If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the contour stapler failed to staple between staples intraoperatively. There were no patient consequences. Procedure: unknown.